Event description:
It was reported that stent damage post-deployment after secondary device interaction occurred. The chronic total occlusion target lesion, contained in an acute bend was located in the ostium of the circumflex (cx). The promus premier¿ drug eluting stent was deployed to the target lesion. Then, a non bsc ivus catheter was used for viewing, however, the tip of the catheter came in contact with the previously implanted stent and was deformed. The physician treated the stent deformation with placement of a non bsc stent and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).